Event description:
The customer reported that the battery required replacement. Further information was requested regarding a specific failure mode and age of the battery, but not provided. There was no reported patient involvement.